Manufacturer narrative:
Concomitant medical products: item: oxford pks femoral cocr medium, catalog #154601, item: oxf anat brg rt md size 4 PMA med sz 4, catalog # 159576. As no lot number was provided, the device history records could not be reviewed. The manufacturer did not receive the device for investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. There is no indication that biomet products caused patient's death. The hospital has informed us that there is no further information and therefore the investigation is completed based on current available information. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient died and cause of death unknown. To the best of the site¿s knowledge the implants remained in situ at the time of death. There is no indication that biomet products caused patient's death. The hospital has informed us that there is no further information.